Manufacturer narrative:
H6 investigation findings, corrected data: the initial reporter inadvertently did not update the report to the correct code.

Manufacturer narrative:
Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported the patient developed an infection after the last implant. Additionally the patient reported pain that started after implant is still ongoing. As a result the patient has been referred for surgery and the full revision was confirmed to have occurred device history records were reviewed. The devices passed all functional specifications and quality tests and were sterilized prior to distribution no other relevant information has been received to date.

Event description:
Additional information was received reporting that the explant of the device occurred in (B)(6) 2022, exact date is unknown. The patient was re-implanted with vns later in (B)(6) 2023.